Manufacturer narrative:
(B)(4). (B)(6). The investigation is ongoing. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while implementing a prosthesis oxford, when opening the cement they realized that the pouch was not well sealed and the powder came out without having opened the pouch.

Event description:
It has been reported that while implementing a prosthesis oxford, when opening the cement they realized that the pouch was not well sealed and the powder came out without having opened the pouch.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. The investigation is ongoing. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that while implementing a prosthesis oxford, when opening the cement they realized that the pouch was not well sealed and the powder came out without having opened the pouch. No impact patient has been reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product was received and the described event was confirmed. The product analysis shows that the inner pouch sealing is opened. The review of the device manufacturing quality record indicates that (B)(4) products biomet bone cement r 40, reference (B)(4), batch a706ck0104 were manufactured on 03rd may 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue. 2 similar complaints have been recorded for biomet bone cement 1x40g, batch a706ck0104 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.